Event description:
Bioglue surgical adhesive was used (although not an approved indication in the us) for dural repair during surgery for repair of a pseudomeningocele in 2004. The dura was closed with sutures, a layer of bioglue, a duragen patch, and another layer of bioglue. The pt reportedly developed numbness in the legs approximately 4-5 days after surgery and a CT scan showed an l4 compression caused by an extradural hematoma. Re-operation was performed about two weeks later and an approximately 6cm long mass was reportedly removed. The surgeon and site pathologist believe that the mass contains bioglue. The pt was reportedly discharged 2 weeks later with residual neurological symptoms indicating loss of bladder control. No further complications have been reported to date.